Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failed to cut. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block b5 has been updated based on the additional information received on august 17, 2020. Blocks h6 and h10 have been updated based on the investigation closure for device not returned.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used on an unknown procedure performed on (B)(6) 2020. According to the complainant, the 10 mm polypectomy snare did not cut the target polyp using cold snaring. There were no clinical consequences reported as a result of this event. Additional information received on august 17, 2020: the procedure performed was polypectomy of an infracentimetric polyp. During the procedure and inside the patient, they have been using cold snaring without the electrical cable and the snare did not cut the target polyp. The procedure was completed using another captivator snare to perform polyp ablation.

Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failed to cut. Block h10: investigation results a captivator ii-10mm round stiff snare was received for analysis. Visual evaluation of the complaint device revealed that the device did not have any defective condition. During functional evaluation, the device was tested in the 10inch loop fixture and it was able to extend and retract without issues. A continuity test was also performed. Per the non-rotatable snares electrical resistance documentation, the electrical resistance shall be less than 20 ohms. Based on that, this device passed continuity test since the device's electrical resistance was measured at 11.2 ohms, indicating a proper connection. Based on the information available and the analysis performed, the most probable root cause for this problem is no problem detected since the device complaint or problem cannot be confirmed and no issues were detected in the device. A risk review of the captivator - snares was completed using the snare family global design fmea, bsc, bv documentation and confirmed that the event of "snare- loop-failure to cut" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used on an unknown procedure performed on (B)(6)2020. According to the complainant, the 10 mm polypectomy snare did not cut the target polyp using cold snaring. There were no clinical consequences reported as a result of this event. ***additional information received on (B)(6) 2020*** the procedure performed was polypectomy of an infracentimetric polyp. During the procedure and inside the patient, they have been using cold snaring without the electrical cable and the snare did not cut the target polyp. The procedure was completed using another captivator snare to perform polyp ablation.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used on an unknown procedure performed on (B)(6) 2020. According to the complainant, the 10 mm polypectomy snare did not cut the target polyp using cold snaring. There were no clinical consequences reported as a result of this event.